Manufacturer narrative:
The patient allegedly received minor scrapes.

Event description:
It was reported that the patient was dropped during use of the device.

Event description:
It was reported that the patient was dropped during use of the device. Further information was not provided.